Manufacturer narrative:
T1, t2 and suture were not returned. There is no obvious disfigurement or damage to the device. There is no apparent twisting or bending of the delivery needle. A functional test confirmed that the device cycled and advanced. No mechanical problem was found. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution. Device evaluated by the manufacturer. Evaluation codes updated.

Event description:
It was reported that t1 and t2 deployed at the same time. Both t's were removed from the patient. No patient injuries were reported.